Event description:
It was reported that failure to recapture filters occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the anatomy. The proximal and distal filters were deployed but moved out of position during deployment. Both filters were recaptured two times and during the third attempt, the physician was unable to fully recapture the proximal and distal filters and unable to pull the front and rear handles together. After removing the sentinel cps from the anatomy, the physician was unable to deploy the filters easily. The tavr procedure was completed using an alternate cps. No patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR.: the returned sentinel was received for analysis. The sentinel was returned with the proximal filter sheathed, the articulating distal sheath relaxed, and the distal filter unsheathed. Functional testing was performed. The distal filter could be recaptured and re-deployed using the distal filter slider #3 without any issues. The proximal filter could be deployed and recaptured using the proximal filter slider #1 without any issues. The reported events of proximal and distal filters difficult to maintain position/reposition could not confirmed as clinical conditions could not be replicated. The reported events of handle damaged/defective, proximal filter failure to capture/retrieve, proximal filter failure to deploy, distal filter failure to deploy, and distal filter failure to capture/retrieve could not be confirmed through device analysis as the proximal and distal filters were both able to be deployed and recaptured without issue using the sliders on the handle. Photo included from the field was reviewed by a bsc technician. The photo showed the proximal filter completely deployed.

Event description:
It was reported that failure to recapture filters occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the anatomy. The proximal and distal filters were deployed but moved out of position during deployment. Both filters were recaptured two times and during the third attempt, the physician was unable to fully recapture the proximal and distal filters and unable to pull the front and rear handles together. After removing the sentinel cps from the anatomy, the physician was unable to deploy the filters easily. The tavr procedure was completed using an alternate cps. No patient complications occurred.